Manufacturer narrative:
The incident device anticipated to return follow up will be provided within 30 days or upon completion of investigation.

Event description:
Lap chole - "bag was deployed as in-serviced. Upon removal of specimen through fascial opening, the bag separated at the seam along the bottom causing the gallbladder to slip out into the incision. Average force was used to pull the bag through the incision site for retrieval."